Event description:
Gamma target device broke. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, germany suggest that this event would not be associated with the device but rather would be related to misuse of the device.